Manufacturer narrative:
This is a supplemental report to correct the initial MDR. This supplemental report is to inform that upon further review this is not a reportable malfunction, per legal manufacturer investigation.

Event description:
The customer reported that his olympus soltive superpulsed laser system was producing an e151 error code whenever the footswitch was pressed furing a therapeutic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that he was using a wireless footswitch and he didn¿t have another footswitch available to try. Tac advised re-pairing the footswitch to the subject device again to see if that resolved the issue. However, during a follow-up call, the customer confirmed that did not resolve the issue, so the unit will need to be returned for inspection and possible repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.